Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: the battery compartment was found to be cracked along the side from the threads to the case seal. Unrelated to the initial complaint, the display was found to be dim, fading, and reddish. The investigation was completed with the returned battery cap. The keypad cover was found to be intact and the contrast and up buttons responded intermittently when tested. The keypad cover was removed for further investigation and contamination was found under the contrast and up keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.